Event description:
The focus of this letter is a medical device called the bodyguardian made by preventice of (B)(4). I used the device for 30 days ending (B)(6). I am a recovering stroke patient at the (B)(6). Most important issue for other patients: this does not work in the middle of construction in (B)(6) where I live. The problem is the construction which will be true for many years. Who tells future patients? Construction is noted in their troubleshooting guide. I was given the device without explanation as to why, which I eventually learned. After too many phone calls they decided to give me the test for free. But techs in the mayo heart monitoring lab often said how much they were learning. (B)(6) was originally going to bill medicare for the test. They did not. Several phone calls were made to the heart monitoring lab. The lab is less than 10 minutes away not considering traffic from where I live. They in turn were going to call the company. Much later I learn a company rep was stationed in the lab. I ended up being the poster child for their construction problem. No word has come on when results will be known. One source said a month from now.